Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation findings, the most probable cause of this complaint is expected or random component failure resulting from wear or physical stress, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted accordingly. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during the device evaluation, it was found that the a-rubber adhesive of the rhino-laryngofiberscope had a chip. There was no patient involvement.